Manufacturer narrative:
(B)(4). Premature sled movement. The device was received for analysis with no visual non-conformances and with an (B)(4) cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sleeve gastrectomy procedure on the first firing with a black cartridge the device locked out. The surgeon used the reverse and removed from tissue. The device was reloaded again for the second firing with a black cartridge. The device started to fire and the device made a loud click. The surgeon stopped firing the device and removed the device from tissue. A few staples deployed and a small cut line. The staples were not formed correctly. Another device was pulled and loaded with green cartridge. The second device was used to complete the case with no patient consequence.